Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or traces of moisture were found at electronic or motor assemblies during testing. The following cosmetic damage was noted: minor scratches on the lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and they are unable to reset it. Customer removed and reinstalled battery but still received the alarm. Customer does not recall any significant events leading to the error except that it has moisture on it from his sweat. Customer's blood glucose was 148 mg/dl at the time of the incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.